Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, one day post implant, this right atrial (ra) lead dislodged. A revision procedure was performed to reposition the lead but the lead helix would not extend during the repositioning attempt. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspection of the tip section found a deformed cathode coil. Laboratory analysis confirmed that the deformed cathode coil likely prevented the extension of the helix, but was unable to conclusively determine the root cause of the reported lead dislodgment.